Event description:
During routine testing of the device at the svc ctr, the svc tech reported the lint filter peeled off. No other details regarding the nature of the event were provided. Since the event occurred during routine testing of the device, there was no pt involvement during this event.